Manufacturer narrative:
Customer service conducted troubleshooting with the customer and tried a reboot of the pump, but this did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer indicated via email that her mastitis had begun the day before she contacted medela customer service and she had been prescribed antibiotics. She additionally indicated her replacement pump was working and the mastitis had been resolved, but when using her pump on battery power she gets error messages twenty percent of the time. An email response was sent to the customer, requesting that she contact customer service via phone if her new replacement pump was displaying error messages. As of the date of this report, the customer has not contacted customer service. The device and power supply were returned and evaluated on 10/30/2019. The customer's power supply had a damaged prongs, which in additional follow up with the customer on (B)(6) 2019 was determined to have occurred during transit. The device was tested with a medela lab power supply and passed evaluation. The customer's report of an 4a98 "error message" turned out to be a display of the device's bluetooth mac address. Refer to attached product evaluation. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her replacement sonata breast pump was displaying an 4a98 error which she could not clear, even after rebooting the pump. She additionally alleged that she had mastitis.